Event description:
Caller reported that colors on the pump's screen appeared different and darker than normal, affecting their ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.